Manufacturer narrative:
Corrections: product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Log file analysis revealed that the controller in use during the reported event contained the smr software. The software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Log file analysis did not reveal power switching events involving the battery. Failure analysis of the returned device passed visual examination and functional testing. As a result, the reported event could not be confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Event description:
It was reported that the battery was discharging halfway causing the controller to switch to the second power source. The battery is expected to be exchanged. No patient complications have been reported as a result of this event.